Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the physician successfully placed two 9 fr percutaneous sheath introducers (psi) in the pt's internal jugular prior to a liver resection case. He then attempted to place an sc-14701, single-lumen infusion catheter (slic) in one of the psi's. The entire length of the slic, 8-inches, passed through the psi. The physician then noticed that he could not easily connect/lock the slic to the psi. The slic was left in the introducer, but not locked in place. The procedure continued without incident and the pt was sent to surgical intensive care unit (sicu). The physician informed the nurses of the situation and instructed them to have both the slic and psi removed as soon as it was clinically possible. There were no pt complications reported.